Event description:
If a downloaded treatment field from the treatstation is temporarily modified with the use of a hand control device, the software may not verify the x leaf positions if the operator answers 'no' to the prompt asking whether the field should be restored. Previous and current software versions will recognize the error, and prompt a message to warn the user. It is important to note that we are unaware of any mistreatment or injury associated with this issue.